Manufacturer narrative:
This report is submitted on october 08, 2019.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 due to infection at implant site. There are no plans to re-implant the patient with a new device as of the date of this report.